Event description:
Patient was being revised for recurrent dislocation. It was found that the de puy pinnacle liner had dislocated form the shell, once the patient was open. The surgeon revised the de puy liner to a constrained liner and changed our head to match the inner diameter of the new liner. He did not believe there was any issue with our head.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a metal head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. During revision surgery, it is considered good surgical practice to always replace bearing components such as the tibial insert or hip liner including femoral head with new devices, also because service life damage or wear is not always readily visible and these components are usually modular and removal is easy and straightforward. The liner and shell components were non-stryker devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient was being revised for recurrent dislocation. It was found that the depuy pinnacle liner had dislocated form the shell, once the patient was open. The surgeon revised the de puy liner to a constrained liner and changed our head to match the inner diameter of the new liner. He did not believe there was any issue with our head.